Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for active exhalation purge valve opened and low oxygen flow. The device need recalibration. The active exhalation control module was replaced to address the issue. The device passed all the tests.